Manufacturer narrative:
On 02/22/2006, the customer informed intralase corp that the user facility had been using akorn bss which had been recently recalled due to high levels of endotoxins. This may have been a contributing factor to the dlk. There have been no new cases of dlk at the user facility.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 05. One day postoperatively the patient presented with bilateral diffuse lamellar keratitis (dlk). The patient was treated with topical steroids, however the corneal flap on the right eye was subsequently lifted and rinsed two more times. The patient responded to treatment and the dlk resolved in both eyes. The patient's most recent bcva is 20/20 both eyes (ou).